Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Pt was implanted with a distal fibula plate and a distal tibia plate and screws on (B)(6) 2011. Post operatively pt developed an infection and was returned to the operating room on (B)(6) 2012 for irrigation and debridement. The hardware was removed intact and no new hardware was placed. Pt treated with antibiotics. This report is #14 of 16 for the same event.